Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 32 mm amplatzer septal occluder was chosen for implant. The device was delivered through a 14fr mullin's sheath. During the deployment the device present with in an unintended shape. The device was removed and the patient was sent for surgical repair of the defect. The patient remained hemodynamically stable throughout the procedure and has been discharged. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional and visual specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, a sheath larger (14fr) than the recommended size (12 fr) was used to deploy the device.

Event description:
Subsequent to the previously filed report, additional information was received that there was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. No additional information was provided.